Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. The sensing problem could not be confirmed. It was also noted that the upper and lower cases were broken, one side bail cover was broken and the ring was bent. (B)(4).

Event description:
It was reported that the external pulse generator had a crack at the positive ventricular port and was not sensing correctly. The generator was returned for service. No patient complications have been reported as a result of this event.